Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the anterior side assessed as fold flaw opening, one opening on the posterior side assessed as unidentified (tear) opening, broken on the anterior side assessed as surgical damage. And missing side assessed as inconclusive. . (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Granuloma : unable to observe since it is a medical event and is not related to the device. Edema : unable to observe since it is a medical event and is not related to the device. Seroma-late : unable to observe since it is a medical event and is not related to the device. Additional observation: crease fold observed on the device. Wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported rupture. Healthcare professional later reported granuloma and capsular contracture, baker grade ii. T device has been explanted. This relates to the left side.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient reported rupture. Healthcare professional later reported granuloma and capsular contracture, baker grade ii. The device has been explanted. This report relates to the left side.